Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient (B)(6) noticed fluid dripping from one of the tubing connections near her port. She clamped the line and called support. I guided her in powering down the unit and told her to follow the instructions on the spill kit. I told her to leave everything as is (hooked up) and go to her clinic first thing in the morning. Medication being infused was unknown. No patient injury reported.